Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a ventilator in which the display was blank. No patient involvement.

Manufacturer narrative:
The manufacturer's field service engineer provided a purchase order to the customer but as of this report, the purchase order was not approved, and no report of customer repair has been received. The device remains at the customer site. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The root cause could not be determined.